Event description:
Patient was transfered to hospital for intermittent and repeated red heart alarms. Patient and device were evaluated by xray. Heartmate waveforms and clinical event history were obtained and emailed to thoratec along with xray images. System controller changed out.